Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated they experienced another event of severe low blood glucose. It was indicated that the patient had broke a tooth and ended up in the hospital due to missing a low. It is unknown if the patient was wearing the dexcom system at the time of event. Additional patient or event information is not available.